Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an "er2" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at an unspecified time on (B) (6) 2010. The patient claimed that she was obtaining blood glucose results in the "30's mg/dl to normal" over a course of a week. The cca documented that the patient manages her diabetes with insulin (no adjustments). The patient was unable to confirm if the alleged meter issue caused her to make changes to her usual diabetes routine. A few days after the alleged error message occurred, the patient claimed that she became "confusion, cold, sweaty, and weak." It is not known if the patient attempted to test her blood glucose with any meter at the onset of her symptoms. On (B) (6) 2010, the patient reportedly was treated by a medical professional with a glucagon injection and was hospitalized in the ICU. The patient was unable to provide information if her blood glucose was tested before or after receiving medical treatment. The patient's diagnosis and duration of hospitalization are not known. During the troubleshooting session, the cca verified that the patient was using a correct technique for testing her blood glucose and that there was no misuse of the subject meter. The alleged error message did not occur when the power button was pressed on the subject meter. The reported meter issue was resolved with patient training. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed serious diabetic symptoms, and received acute medical treatment for a condition suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.